Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported no delivery alarm and high blood glucose levels. Customer's blood glucose level was 431 mg/dl. Troubleshooting for no delivery alarm during manual prime was performed. Customer advised the cannula was bent. Customer was advised to change out their set and reservoir. Customer advised when they removed the infusion set they realized the cannula was bent and the site was bleeding. Customer was advised that a replacement set will be sent out and agreed to return the product for analysis.